Event description:
Per the clinic, the patient underwent surgery to excise an overgrowth of tissue around the implant site and exchange the abutment for a longer version. However, the new abutment was not compatible with the implanted fixture. Surgery was discontinued, and another surgery is planned once the site has healed. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure (date not reported) to have new abutment attached to fixture. It was reported that the patient is successfully using device as of (B)(6), 2013.the implanted device remains.this report is filed (B)(4), 2013. (B)(4): implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.